Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on his right side on or about (B)(6), 2006. Patient is not, at this time, aware of the precise timing of his injury, but states that said injury is ongoing and continuing in nature. Elevated levels of chromium and cobalt were mentioned. Patient was revised on or about (B)(6), 2010. **update** (B)(6) 2011 - medical records were received. The revision operative report indicated that the patient was revised due to infection.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they was not returned to depuy. A search of the complaints databases finds no other reported incidents of infection against the product and lot code combinations since their release to distribution. It is known the asr platform was voluntarily recalled in august of 2010 following an hhe (health hazard evaluation.) Further analysis regarding the asr product family will be documented, as determined pertinent, in wwcapa (B)(4). Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.